Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. The jaws would not close and the surgeon heard a crunch. There was no patient involvement.